Manufacturer narrative:
The actual attachment device has been returned. Reliability engineering evaluated the device and the reported condition of the attachment being disconnected from the hand piece device was duplicated. Engineering also noticed that the attachment was overheating, power not working and the cable was frayed. Findings revealed that this event was due to normal use and servicing over time. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
It was reported that two attachment devices (a craniotome and a cutter), became disconnected twice from the hand piece device during a surgical procedure. It was unknown if an identical spare device was available for use, or if the event resulted in any delays of surgery. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.